Event description:
During grafting portion of CABG, foaming and frank air observed in arterial line. Resuscitative measures undertaken with pt pronounced 37 minutes into the procedure. Alarms were not heard by o.r. Staff. Medical examiner listed cause of death - air embolism.